Event description:
It was reported that several months following the implant procedure, the physician suspected that this right ventricular (rv) lead helix had dislodged from the implant location. Diagnostic imaging was performed which was unable to confirm whether the rv lead helix was fully deployed. The physician elected to continue with close remote monitoring and no adverse patient effects were reported. This rv lead remains implanted and in-service.